Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that during the use of this batch of sutures, there were 5 cases of epidermal healing but internal joint capsule cracking. The external wound has healed, but the joint capsule inside has cracked. Unfortunately, the hospital refused to provide information on these 5 patients. No further information has been received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch, 5 cases received at the same time from the same end customer for the same issue. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received a closed sample. To evaluate the conformity of this unit, we performed the following tests: tightness test to the closed sample received has been performed and the unit is tight. Knot pull tensile strength results conducted on the closed sample received is 6.55 kgf and fulfil the requirements of the european pharmacopoeia (ep): 5.18 kgf in average and 2.59 kgf in minimum. Degradation test results conducted on the closed sample received after 14 days in a 0,9% nacl solution at 37ºc is 4.39 kgf and fulfil b. Braun surgical requirement: 2.69 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed sample received fulfil european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.